Manufacturer narrative:
The customer reported that their unit is no longer booting after a power outage. Biomed stated that they had a generator test after which they lost power, which caused the central nurse's station (cns) to go down. When they tried to boot this unit up, it got stuck on the bios screen. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 05/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 06/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their unit is no longer booting after a power outage. Biomed stated that they had a generator test after which they lost power, which caused the central nurse's station (cns) to go down. When they tried to boot this unit up, it got stuck on the bios screen. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the uninterruptible power supply (ups) went down during a power outage, causing the central nurse's station (cns) to shut down. They attempted to power on the cns, but the unit would not boot past the black splash screen with "please wait" message. Investigation summary: after removing the primary hard drive containing the boot file, the operating system and the cns application, the customer was able to boot up with the spare hard drive. This spare hard drive is a mirror image of the primary and is maintained in a raid configuration. The abrupt power loss caused corruption of the primary hard drive. Depending on the health of the hard drive, it could be put back into use as a raid component. The service history for this serial number was reviewed. This is an isolated incident. Boot up issue overview boot up failure, including boot looping, booting into bios, failure to load cns application, and failure to complete the boot up cycle are results of hard drive failures. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive reaching the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components.

Event description:
The customer reported that the central nurse's station (cns) was not booting up after a generator test. When trying to boot this unit back up, it got stuck at the bios screen. No harm or injury was reported.